Event description:
Boston scientific received information that during a routine follow-up, the technician was unable to obtain p-wave and threshold measurements from this right atrial (ra) lead. X-ways were taken, which showed that the lead had dislodged. A procedure was done to reposition the lead. Before the procedure commenced, measurements were taken that showed that the impedance was 467 ohms and there was automatic sensing at 1.56mv. After many attempts were made to reposition this lead, it could no longer be positioned and it was explanted. The lead was described as having lost its pre-formed j-shape. This lead will not be returned to boston scientific, as it had been lost at the facility. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.